Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath was selected for use. During aspiration, air was sucked in through the hemostatic valve of the faradrive sheath and air bubbles could be seen in the flushport of the faradrive. The sheath was subsequently replaced, and the procedure was successfully completed without any complications for the patient.

Manufacturer narrative:
Visual analysis revealed no outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath was selected for use. During aspiration, air was sucked in through the hemostatic valve of the faradrive sheath and air bubbles could be seen in the flushport of the faradrive. The sheath was subsequently replaced, and the procedure was successfully completed without any complications for the patient.